Event description:
Boston scientific received information that based on a review of the daily measurements the pacing impedances of this right ventricular lead had increased dramatically in access of 500 ohms from one measurement to the next. No adverse patient effects were reported. This right ventricular lead remains implanted.

Manufacturer narrative:
Should additional information become available this investigation will be updated.